Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No unexpected no delivery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device was also programmed with a fill cannula delivery. Device delivered the properly with water exiting the infusion set. No prime anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received no delivery alarm during bolus and the customer had high blood glucose level. The customer¿s blood glucose level was 23.1 mmol/l. It was found during troubleshooting of no delivery alarm that the insulin exited however, customer performed high pressure test and it failed and customer reported that the insulin pump was not working as design. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.